Event description:
Update (B)(4) 2013: changed product complaint to loosening of glenosphere.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still in investigation. Device not returned.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance. X-ray analysis (warsaw extremities): from the information provided below product development cannot determine the cause of the loose glenosphere or the cause of the broken screw. If the components were returned an analysis could be performed to try and determine the cause. No other analysis was possible because the product was not returned. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.